Event description:
The pt is (B)(6). Pt's legs are big and left leg rotates externally. After pt was lifted up in sit-to stand lift, his leg pushed the corner of the pad inward where his skin was then torn on the metal frame of the shin pad lacerating the skin requiring 27 stitches. Pt's leg was injured due to his leg rotating and bowing outwards and that there was no fault with the lift. Co rep inspected lift and found nothing wrong with lift. Rep explained that the pt's legs must be centered in the shin pad. Apparent cause of injury was due to user error.